Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: testing was unable to duplicate the reported issue of the pump overheating. The pump was exercised for 24 hours at 1 unit per hour basal rate without overheating. Rewind, load ,and prime steps were performed without the pump overheating. Black box showed a sudden drop in voltage and a replace battery alarm. The battery current test was within specifications. The pump was removed from the case and the power circuits inspected. No defect was found. The battery compartment was cracked at the threads and at the case seal ; the cracks did not connect to each other. No corrosion was noted in battery case or in pump.

Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the pump feels warm on the back even after taking it out of the skin and having it at room temperature. Reporter states back of pink pump is charred looking and smells like insulin. The reporter confirms pump setting correct and denies any leakage and confirms the cartridge compartment is dry, denies getting insulin on pump when changing site, denies corrosion in battery compartment or doing anything out of the ordinary with the pump on. The reporter states blood glucoses values are normally good occasionally spikes up to the 200's. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged temperature issue remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.